Event description:
Per journal article: "determination of causes of post operative dysphagia after anti reflux surgery based on intra operative planimetry". The article describes a retrospective review of a prospectively maintained database of patients who underwent robotic ars with concomitant pre-operative high-resolution manometry (hrm) and intra-operative endoflip between 2018 and 2023. The study excluded patients with paraoesophageal hernias, those who had undergone previous foregut surgery, and those without pre-operative manometry and intra-operative endoflip monitoring. The results from the pre-operative workup, including barium esophagogram, endoscopy (egd), and ph monitoring with bravo (medtronic, minneapolis, USA) were evaluated. Operative details, including the need for a collis esophageal lengthening procedure, relaxing incision, and the use of mesh (phasix st) were included. Typically, in patients with weaker diaphragms after hiatal hernia reduction, mesh was employed. The study aimed to investigate the value of pre-operative esophageal motility as measured by hrm and the degree of change in lower esophageal sphincter (les) distensibility using endoflip¿ technology to identify patients at risk for dysphagia after ars. Out of the 271 patients who underwent the anti-reflux surgery 153 patients were female. Postoperative follow-up of the patients was performed at 3 months after first post operative visit, patients were given a swallowing evaluation. Fifty-five patients reported postoperative dysphagia and 34 reported new or worsening dysphagia. The article concluded that patients who developed dysphagia post-operatively had poorer pre-operative motility and a greater change in les characteristics intra-operatively. This finding suggests the utility of pre-operative manometry and intra-operative endoflip in identifying patients at risk of developing dysphagia post-operatively.

Manufacturer narrative:
Based on the information available, no conclusions can be made. The information obtained is limited to the article as no additional information was able to be provided upon request. The journal article did not include any analysis of how or if the phasix st potentially caused or contributed to any patient outcome or complications. The adverse reactions section of the instructions-for-use, supplied with the device identifies dysphagia as a possible complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event (01-jan-2018) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.